Event description:
It was reported that while using night aligners, the patient stated, "it hurts! Fit is not great" and large air gaps are present on l14 not within normal limits.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.